Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's battery charger would not recognize inserted batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't recognize battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to a shorted u13 cmos micro-controller and shorted q1 current controlling resistor on the bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the shorted components. The pt received a replacement battery charger/modem.